Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated the fallopian tubes/perforation by device") in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis, fibromyalgia, anxiety and uterine synechiae. Previously administered products included for an unreported indication: celebrex. Concurrent conditions included abdominal pain and constipation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and back pain outcome was unknown. The reporter considered back pain, fallopian tube perforation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a normal-appearing left tubal ostia from which essure insert was placed revealing 8 coils protruding into the intrauterine cavity. Additionally, she had uterine synechiae arising from the midline of the uterine fundus covering the right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device had perforated the fallopian tubes. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received: event vaginal bleeding,menorrhagia, migraines & headaches back pain are added. Lot number added. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated the fallopian tubes/perforation by device") in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included rheumatoid arthritis, fibromyalgia, anxiety and uterine synechiae. Previously administered products included for an unreported indication: celebrex. Concurrent conditions included abdominal pain and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, fallopian tube perforation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a normal-appearing left tubal ostia from which essure insert was placed revealing 8 coils protruding into the intrauterine cavity. Additionally, she had uterine synechiae arising from the midline of the uterine fundus covering the right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device had perforated the fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received - new event "depression, mental anguish and did not perform essure confirmation test" were added. Event onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated the fallopian tubes/perforation by device") in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis, fibromyalgia, anxiety and uterine synechiae. Previously administered products included for an unreported indication: celebrex. Concurrent conditions included abdominal pain and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache and back pain outcome was unknown. The reporter considered back pain, fallopian tube perforation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a normal-appearing left tubal ostia from which essure insert was placed revealing 8 coils protruding into the intrauterine cavity. Additionally, she had uterine synechiae arising from the midline of the uterine fundus covering the right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device had perforated the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated the fallopian tubes/perforation by device') in an adult female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included rheumatoid arthritis, fibromyalgia, anxiety and uterine synechiae. Previously administered products included for an unreported indication: depo provera from 2010 to (B)(6) 2013 and celebrex. Concurrent conditions included abdominal pain and constipation. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since (B)(6) 2019, gabapentin since (B)(6) 2016, ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera) since 2010 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)"), migraine ("migraines"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient experienced headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, depression, fallopian tube perforation, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a normal-appearing left tubal ostia from which essure insert was placed revealing 8 coils protruding into the intrauterine cavity. Additionally, she had uterine synechiae arising from the midline of the uterine fundus covering the right cornua. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device had perforated the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event back pain were updated. Onset date of event vaginal haemorrhage, menorrhagia, depression, migraine were updated. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.